Event description:
It was reported that during a routine follow up visit, this right ventricular (rv) lead exhibited dislodgment with loss of capture. The physician performed x-ray and fluoroscopy tests and confirmed rv lead dislodgement. Out of range high impedances and sensing issues were also observed on the rv lead. The physician decided to perform a lead revision procedure and the rv lead was repositioned successfully. Device is still in service. No additional patient adverse effects were reported.